Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. The consumer reported issues with 4 freestyle libre sensors, all with unknown serial numbers. This report covers all 4 sensors. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report in which a customer reported issues with four adc devices. The customer indicated experiencing "seriously low and erroneous" readings from the sensors. There was no report of adverse event or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.